Event description:
While using a byte night aligner, patient reported that they are experiencing allergic reaction to the aligners to their mouth, tongue and gums. They also reported that their top aligner is very tight above their front two teeth, cutting into their gums and causing them to turn white.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.